Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high defibrillation impedance. The product was capped on (B)(6) 2026 and successfully replaced. Imaging was performed following procedure, but results were not provided. The patient was stable following procedure.